Event description:
It was reported to boston scientific corporation that following implantation of a pinnacle pelvic floor repair kit (exact type unknown) during a cystocele repair procedure (date unknown), the patient presented with urinary incontinence, erosion of her internal bodily tissues, and dyspareunia (date/s of onset unknown). All other information, including the patient's current condition, is unknown. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.